Event description:
The lay user/pt contacted lifescan (lfs) on march 8, 2008 and alleged that this one touch ultra2 meter was giving inaccurate control high readings. The medical affairs specialist (mas) called and spoke with the pt on march 26, 2008 and obtained add'l info. The pt informed the mas that he tests his blood glucose 4 times/day and is on a set amount of 70/30 insulin (20 units in am and 20 units in pm). He is also on a sliding scale with the humulin r insulin (scale not provided). He also has a backup meter that he uses sometimes (not known if it is lfs meter). The pt reported that in 2008, in the evening, he had obtained a "very high" result in the 300's (exact result not provided). He was not experiencing any symptoms of high or low blood glucose at that time. Based on his sliding scale, he took 20 units of humulin r insulin. "A few minutes later", he started feeling shaky. At this time, he tested on his backup meter and obtained a result of 52 mg/dl. The pt took glucose pills and felt better. The pt then performed a control solution test on the subject meter/strips and it failed high outside the range. The next morning, he called lifescan to report the failed control high result. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that the meter was coded correctly. The test strips were in good condition and within the expiration/discard dates. He was walked through 2 control solution tests with results of 135 mg/dl, and 146 mg/dl and they both failed high outside the range of 97-129 mg/dl. However, a retest with a new vial of test strips passed the control tests. This complaint is being reported because the pt claimed he experienced symptoms that can be associated with severe hypoglycemia after he administered insulin based on the meter's results. He treated self with glucose pills. The backup meter result correlated with the low symptom experienced. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.